Manufacturer narrative:
The serial number was entered incorrectly and initially reported as (B)(4) which is not correct - the actual serial number is (B)(4).

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx monitor showed cardiac massage when the qcpr was not being used. The patient died. The patient death is reported in MDR 1218950-2015-06439.